Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking/jolting at the lead/extension site. There was no known related accident or incident. Further info is being requested from the hcp.